Event description:
I purchased the honey pot company non-herbal regular pads with wings from target on (B)(6) 2025 and began using them that day. From the first day of use, the pads felt unusual in that they did not absorb menstrual fluid as expected. Instead, moisture was consistently held against my skin, causing a persistent wet sensation. This required me to change pads more frequently than normal. I have never experienced organic cotton pads behaving in this non-absorbent manner. My menstrual period began normally with no abnormal odor. However, with continued use of these pads, symptoms worsened over several days. By approximately (B)(6) 2025, I developed severe adverse effects, including intense burning, swelling, and irritation of the labia and anus. I also developed an extreme foul odor described as rotting or death-like, which had not been present earlier in my period. Vaginal and surrounding tissue became visibly swollen and painful. Burning sensations persisted even after discontinuing use of the product. Symptoms were localized to areas in direct contact with the pad. I have not experienced similar reactions with other menstrual pads in the past. I have not yet sought medical care due to being acutely ill with a respiratory infection at the time, but symptoms were significant and ongoing.